Event description:
I had mentor silicone breast implants placed in 2008. I seemed to be fairly asymptotic until the year 2016 when I was also exposed to toxic mold. As a result of my immune system becoming hyperactive, I was diagnosed with chronic fatigue syndrome and multiple chemical sensitivity. I now cannot tolerate chemicals in my environment, however I have toxic chemical filled bags implanted in my body. My toxic burden is very high and my immune system is still compromised. Even though I moved out of the moldy environment 4 years ago I¿m still unwell and I do not think I will be better until I explant. My symptoms include the aforementioned as well as several food sensitivities, joint pain, mainly hips and knees, extreme eye pain, extreme fatigue, hair loss, brain fog, numbness, intolerance to fragrances and chemicals, bright red spots on chest. I¿m currently trying to save (B)(6) for enblock explant and fat transfer to reconstruct my breasts so that I may elevate some symptoms and regain my health. It should have been common sense to any physician and patient that if you implant large silicone bags filled with toxic chemicals into your body, your immune system will be burned and one day, your body will pay the price. It¿s plain ignorance on the FDA¿s part to keep allowing these implants to be sold and put in women¿s bodies. Mentor silicone implants contain lead and antimony. I tested high in both toxins in my body. FDA safety report ID # (B)(4).